Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 and total bilirubin results from the cobas c 503 analytical unit. The samples were sent to another laboratory for comparison testing. This medwatch is for the total bilirubin assay. Refer to the medwatch with a1 patient identifier: (B)(6) for the direct bilirubin assay.

Manufacturer narrative:
The customer changed the direct bilirubin traceability from jendrassik grof to doumas. This was approved and confirmed by the customer's pathologist. The field service engineer confirmed the system was operating optimally, and the cuvette washing precision of chol and trigl passed well within specification. Also, the internal qc and proficiency material for direct bilirubin were within specification. Therefore, a system issue could be excluded. The investigation determined that there was no malfunction of the device.